Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had drainage and pain noted from driveline exit site. Culture was obtained and grew pseudomonas. The patient was admitted for intravenous (IV) antibiotics. The patient returned to operating room for driveline revision. They were discharged with oral antibiotics and wound vacuum over surgical site.